Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a wire broke. Vascular access was obtained via the right groin. The target lesion was located at the mildly tortuous right iliac artery. A 185 cm kinetix plus guide wire was advanced to cross the target lesion; however, the wire broke at the mid point of the wire. The wire was retrieved with a snare. The procedure was then completed.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).